Event description:
Related manufacturer reference number: 3006705815-2024-00231, 3006705815-2024-00232. It was reported patient experienced ineffective therapy with their scs system and discomfort at the ipg site. As a result, the entire system was replaced and the ipg site was repositioned.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.